Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. Noise was also detected which was oversensed and resulted in pacing inhibition. There were no adverse patient effects as a result, however, the patient did experience muscle stimulation. An invasive procedure was performed. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.